Manufacturer narrative:
(B)(6) concomitant: 141253 polished finned tib tray 71mm lot unk; 167030 vangrd cr por/ha fem - rt 67.5 67.5 lot unk; 184766 series a pat std 34 3 peg lot unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patiet underwent primary knee surgery. Subsequently, the patient was revisied due to unbalanced knee.